Manufacturer narrative:
Additional information has been received that following the revision the patient is doing well.

Event description:
A report was received that the patient will undergo an ipg revision due to discomfort at the ipg pocket site. The ipg will be moved from the midline back to the upper buttock.

Event description:
A report was received that the patient will undergo an ipg revision due to discomfort at the ipg pocket site. The ipg will be moved from the midline back to the upper buttock.